Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally ran over and damaged an ilet insulin pump, after which a replacement ilet was shipped and the user was instructed to sync data, shut down the device, and return the original unit. Symptoms included a report that blood glucose increased slightly, with no quantified value provided and no additional symptoms reported. Outcomes included no medical intervention, no emergency care, and no hospitalization. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.